Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced rubber stopper remained in tube (stopper/shield separation) .this event occurred 25 times. The following information was provided by the initial reporter. The customer stated: the rubber cover is detached from the hemogard plastic cap after filling the blood sample, the tube cap cannot close tightly again. The technique of opening and closing the tube is in accordance with the recommendations on the bd vacutainer insert kit.

Manufacturer narrative:
H6: investigation summary bd received twenty-nine (29) samples and three (3) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for decapping/loose caps was observed, as the photos show evidence of blood leakage due to loose caps. The customer¿s indicated failure mode for closure separation was not observed, as the photos do not provide evidence of stopper/cap separation. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for decapping/loose caps with the incident lot was observed. The customer samples were also evaluated by functional testing for closure separation and upon completion the indicated failure mode for closure separation was not observed as there was no evidence of stopper/cap separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of decapping/loose caps; however, unconfirmed for the indicated failure mode of closure separation based on the provided photos and returned sample testing. Bd has initiated CAPA 1875009 for documentation related to this issue further of stopper function defects through corrective and preventive actions. Bd was not able to identify a root cause for the indicated failure mode of closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced rubber stopper remained in tube (stopper/shield separation) .this event occurred 25 times. The following information was provided by the initial reporter. The customer stated: the rubber cover is detached from the hemogard plastic cap. After filling the blood sample, the tube cap cannot close tightly again. The technique of opening and closing the tube is in accordance with the recommendations on the bd vacutainer insert kit.